Event description:
Per complaint email: the right limb of the pt's endograft occluded on the day of implantation. The only possibility that I could find as the culprit was an unfolding of the top of the limb. There was defect that I saw by angiography, and confirmed by ivus. It is not often that I use ivus at the end of the case, but was useful under these circumstances. So, the occlusion required a cross femoral bypass. Cross femoral bypass was performed to reestablish flow down the right occluded leg.

Manufacturer narrative:
(B)(4): occlusions are labeled in the IFU. Event evaluation: still under investigation.